Event description:
Reportedly, the doctor performed a colostomy procedure. The stoma was tied using caprosyn suture and 5 throws for each suture. On the day after the procedure, the patient wsa brought back because six of the eight sutures had the knots come untied partially mobilizing the intestine. The patient was re-opened and the intestine was resutured without further complication.